Event description:
It was reported that prior to use with a bd vacutainer® sodium fluoride edta (fe) blood collection tubes the tube was discovered to be damaged. The following information was provided by the initial reporter, translated from japanese to english: damaged tube ×1.

Manufacturer narrative:
H.6. Investigation: bd had an actual sample, and 3 photos were forwarded to the manufacturing facility for investigation. The photos were reviewed and the indicated failure mode for damaged stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® sodium fluoride edta (fe) blood collection tubes the tube was discovered to be damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: damaged tube ×1.